Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 06-dec-2023. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. Al (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified.

Event description:
Na.

Event description:
On (B)(6) 2023, abbott point of care was contacted by a customer regarding I-stat pt/inr cartridges that yielded suspected discrepant inr results a 32 year old female patient. There was no additional information available at the time of this report. Return product is not available for investigation. Method date pt I-stat on (B)(6) 2023 3.8 acl top on (B)(6) 2023 2.9 collection/test times not provided at this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway. Pt/inr - intended use the I-stat pt, a prothrombin time test, is useful for monitoring patients receiving oral anticoagulation therapy such as coumadin ® or warfarin.

Manufacturer narrative:
Apoc incident (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.